Event description:
It was reported that the foot switch of the subject device was broken. The issue occurred during a diagnostic endoscopy that was completed using the same set equipment and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, and h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the foot switch. There is a high possibility that the material has deteriorated due to use and the passage of time. The cause of the foot switch failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.